Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended; investigation involved continued observation for recurrence of malfunction, however the issue could not be replicated. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative received report from site that the imaging system would not boot. The system was rebooted and then appeared to be functioning normally. Later during the case, there was a pop sound heard from the generator and the imaging system could no longer be used. There was no reported delay to the procedure or impact to the patient due to this issue.